Manufacturer narrative:
H10: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1036165 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1036165, test base part number 190-430 / lot: 1036165. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1036165 showed that the complaint rate is(B)(4).. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR reports: 1221359-2021-03187.

Event description:
The customer reported 2 false positive results with the ID now covid-19 assay for 2 patients performed on (B)(6) 2021 and (B)(6) 2021 respectively. This MFR. Report addresses patient 2 of 2. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. On (B)(6) 2021 confirmation testing on nasal swab at a microlab generated a negative result. (Platform unknown) the customer stated the patient was not symptomatic and confirmed patient was admitted to a hospital on (B)(6) 2021 due to blood diagnosis and discharged on (B)(6) 2021. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.